Manufacturer narrative:
Abbott field service (fs) inspected the analyzer and found a leaking pressure monitor sensor and also replaced the alinity bulk solution sensor/straw list number 04s68-01. Fs determined the alinity bulk solution sensor straw was the likely cause. A review of the service history of alinity I analyzer serial number (B)(4) determined no additional contributing factors and no further occurrences of the discrepant results since the likely cause part was replaced. A review of tracking and trending for the alinity bulk solution sensor/straw and the alinity I analyzer did not identify a systemic issue or adverse trends. Manufacturing documentation for each of the likely cause parts was reviewed and did not find any issues. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported a (B)(6) anti-hbc result on the alinity I analyzer. The sample generated an initial result of (B)(6) which was discrepant with an alternate lab alinity I (B)(6) and the elisa method which was also (B)(6). The customer retested the sample in duplicate generating (B)(6). The customer inspected the analyzer and found the connectors at the trigger level sensor were broken. No impact to patient management was reported.